Manufacturer narrative:
(B)(4).

Event description:
The customer states that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). A sample from the patient resulted as 4.6 inr "c" at 1:30 p.m. A sample was collected from a new finger and tested on the meter as 1:50 p.m., resulting as 2.8 inr. The 2.8 inr value was believed to be correct. The patient's therapeutic range is not known. The customer did not know if the patient suffered from antiphospholipid antibodies. The customer did not know if the patient's coumadin dose was changed or not. The patient did not have any special or unusual diet. The customer's product was requested for investigation and replacement product was shipped to the customer. Relevant retention test strips (lot 139818-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.3 inr, donor 2 inr: 2.6 inr. Donor 1 hct: 46%, donor 2 hct: 43%. Testing results: donor #1: master lot: 2.3 inr, customer strip and meter: 2.2 inr. Donor #2: master lot: 2.6 inr, customer strip and meter: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. No "c" observed behind the result. The returned material and the retention material meet specifications. Results shown with "c" mean that the applied specimen was detected as control solution. Inr results marked with "c" may occur if the hematocrit value is very low or may occur due to faulty blood collection.